Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain and recurrence of the hernia due to failure of the mesh. Treatment provided for these conditions include multiple revision surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, bulge of right inguinal area with lofting or straining, defect in mesh, and pain. Treatment provided for these conditions include multiple revision surgeries and repair of hernia.